Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the pump is calculating the insulin on board incorrectly. The reporter did not wish to troubleshoot the issue, and no additional information was available. This report is being made based on the report that the insulin on board was calculating incorrectly. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.